Event description:
A report was received that the patient underwent an ipg replacement for unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure because the physician determined that the patient would benefit a better coverage with the upgraded system.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.